Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure wherein the ipg was repositioned and was doing well postoperatively.